Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited backup operation. It was noted that the device was exposed to electrocautery during the implant procedure. After device software download, normal function resumed.